Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent contraception. Physician reported that the patient believed that essure was causing bleeding and pain since insertion and was scheduled to have essure removed on (B)(6) 2015. The physician would also be removing fallopian tubes and doing an endometrial ablation at same time. At time of the report, essure had not been removed yet. Follow-up from (B)(6) 2015: no new information was provided. Follow-up received on 13-aug-2015: patient had essure placed in 2010 and has been complaining of excessive bleeding and painful intercourse. Laparoscopy is scheduled for (B)(6) 2015. Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and believed it was causing bleeding (interpreted as genital bleeding) and pain (interpreted as pelvic pain). She was scheduled to have essure removed. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. In the present case limited information was provided. The exact temporal relationship between essure insertion and events onset was not reported. However, given the nature of the reported events, and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention will be required. Additionally, non-serious event was reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 24-nov-2015: follow-up attempts were done with no response to date.